Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leaked from the cuff. It was reported that reintubation was required.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. Visual examination shows that there is damage to the inflation line. An attempt made to inflate the returned unit failed. The damage detected is indicative of coming in contact with a sharp utensil. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.